Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was incorrectly reprocessed. The staff did not check the leak tester for air and turned off leak tester while the scope was in the water. The staff did not brush the scope per IFU and handled the scope roughly. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However it is likely it was due to insufficient and/or incorrect reprocessing of the scope. The following information is stated in the instructions for use (IFU): ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.